Event description:
It was reported that during preparation, upon opening the package, a burr or piece of abnormal plastic was on the tip of the dilator. Subsequently, the sheath, and dilator were replaced, and the issue was resolved. The device was never placed in the patient, therefore, there were no patient complications. The procedure was completed using a different sheath. The device was received for analysis.

Manufacturer narrative:
Device evaluated by MFR.: laboratory analysis of the returned faradrive steerable sheath found damage to the dilator tip. An attempt to engage deflection with the sheath was unsuccessful due to resistance felt. Dissection of the sheath handle found the friction gasket to be adhered to the shaft of the sheath and the distal surface of the screw component. The reported event was confirmed.

Event description:
It was reported that during preparation, upon opening the package, a burr or piece of abnormal plastic was on the tip of the dilator. Subsequently, the sheath, and dilator were replaced, and the issue was resolved. The device was never placed in the patient, therefore, there were no patient complications. The procedure was completed using a different sheath. The device is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.